Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Complete product detail has not been received at this time. If further information is received a follow-up medwatch will be filed as appropriate.

Event description:
Der reported that the patient was in pain and not able to bend his knee. The patella was loose at the bone to cement and cement to implant interface. Unknown cement was used. It also states that the surgeon decided to make a small incision to remove the patella and not implant a new one. Surgeon states that he did not want to make a larger incision to implant a new patella due to the patient's health. It also reported that upon removal of the lose patella, the 3 pegs were missing from the bottom. Unsure whether they experienced grinding upon loosening or broken off. Also the top portion of the patella seen to have some wear.